Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During testing, it was confirmed that the mixing pump was not working. It was possible to fill only 1.5 liters of 3.5 liters of water. Mixing pump was replaced. The device passed the procedure and can be placed back into normal use. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump was not working properly in arctic sun device. Per review of wo on 06apr2023, mixing pump was not working. It was possible to fill only 1.5 liters of 3.5 liters of water and there was no patient involvement, it appeared during quick check. Per follow up information received via email on 14apr2023, the problem was resolved by replacing the mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump was not working properly in arctic sun device. Per review of wo on (B)(6) 2023, mixing pump was not working. It was possible to fill only 1.5 liters of 3.5 liters of water and there was no patient involvement, it appeared during quick check. Per follow up information received via email on (B)(6) 2023, the problem was resolved by replacing the mixing pump.